Manufacturer narrative:
Correction: e1 missing facility and address in initial report.

Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory leak test, and an external leak was observed coming from the cavity ID end header at approximately 4.0 psi. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the header cap, excess pu was identified on the header end cap threading. Further visual examination did not reveal any other damage or irregularities on the returned sample. A lot history review was performed. There were no other complaints of any kind reported against the lot. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred while returning blood to the patient at the end of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed on the header cap end of the dialyzer. There was no defect or damage seen on the dialyzer. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient skipped the remainder of the hd treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation.